Manufacturer narrative:
Device was received with the operating currents within specification. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. The no delivery alarm functioned properly, and the audio alarm could be heard during the basic occlusion and occlusion tests. No absence of occlusion alarm noted during testing. A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 412 mg/dl at the time of the incident. The customer was at 58 mg/dl at the time of admission, and 263 mg/dl at the time of the call. The customer used manual injections and was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed the high pressure test. The insulin pump will not be returned for analysis.